Manufacturer narrative:
Customer returned pump for an alleged blank display, unexpected battery power loss, battery cap damaged, cosmetic damage located at the battery compartment, and is experiencing high bg found on 21-jan-2023. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. Pump not received with original battery cap. No blank display noted during testing. Successfully downloaded history files and traces using thump. No unexpected alarms or alerts found during testing and in the history files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump downloaded history confirmed the pump alarmed failed battery alarm on 19-jan-2023 at time 17:00:35.000, low battery alert on 20-jan-2023 at time 16:30:00.000, replace battery now alarm on 21-jan-2023 at time 02:32:00.000, and power loss alarm on 21-jan-2023 at time 09:32:47.000 due to moisture damaged to the pcb1 board and pcb2 board. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked case behind the pump at the battery compartment, cracked battery tube threads, serial number label missing, end cap address label fading, scratched case, keypad overlay texture damage, cracked select button keypad overlay, pillowing keypad overlay, and corroded battery tube. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Unable to verify battery cap damage due to pump received without original battery cap. Cosmetic damage was confirmed at case corner of the belt clip rails near the battery compartment, case behind the pump at the battery compartment, battery tube threads, and battery tube. Unexpected battery power loss confirmed due to moisture damage to the electronic stack. Unable to verify high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a low battery alarm and power loss. The customer experienced hyperglycemia with a blood glucose value of 487 mg/dl. The current blood glucose was unknown, the troubleshooting was performed, and found the battery cap was cracked or damaged. In addition, the customer reported the insulin pump got dropped. The pump was not used 48 hours prior to the event, and it was unknown whether the pump was used in auto mode. No patient complications were reported. The customer will discontinue using the insulin pump, which will be returned for analysis.